Event description:
According to the info received, the pt used a catheter with a cut off/ broken tip. The complaint states that the pt thought he may have injured himself and was going to see a doctor.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing. Coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or add'l info be received, a f/u report will be filed.